Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: the incident happened before use. I un-sheathed the needle and realized the defect. The sample is available and has been quarantine.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2012413. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, white foreign matter was observed on the cannula surface. The foreign matter was identified as epoxy, the glue used to join the cannula to the hub component. It has been determined that this issue occurred within the assembly process, when the adhesive is added to the hub. It most likely resulted from a temporary stoppage in the process or a malfunction with the epoxy dosage machine. As a result of this issue, a higher quantity of epoxy was added and fell onto the next cannula, causing the observed issue. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: the incident happened before use. I un-sheathed the needle and realized the defect. The sample is available and has been quarantine.